Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 575 mg/dl to a level displayed as "high" on the continuous glucose monitor, and trace/moderate ketones; cause was unknown. Bg was addressed via an infusion set change, and exercise. The customer was instructed to consult with healthcare provider regarding bg level.